Event description:
A pt reported experiencing inaccurate erratic results with a otb meter. The pt's blood glucose results were 125mg/dl, 205mg/dl. Tests were done within <10 mins with a difference of 43%. Pt did not experience any adverse events. No further info has been reported.